Event description:
The suture used during a lymphatic venous anastamosis where, reportedly, two needles detached when going through tissue. Needles could possibly still be in pt. No other information can be provided at this time.